Manufacturer narrative:
The reported complaint that the autopulse platform (sn 41414) displayed fault code 41 (patient temperature sensor failure) was confirmed in the archive data and during functional testing. The root cause of the reported complaint was the malfunctioning temperature sensor, likely due to the age of the device. The autopulse platform was manufactured in october 2015 and is almost 8 years old, beyond its expected service life of 5 years. Visual inspection showed no physical damage. A brake gap inspection was also performed and verified the brake gap was within the specification. Review of the archive data revealed multiple fault code 41 (patient temperature sensor failure) around the reported complaint date, confirming the customer's complaint. During functional testing, the autopulse platform displayed fault code 41 upon powering up, confirming the reported complaint. The root cause was the failed temperature sensor, which was replaced to remedy the fault. Subsequently, the autopulse platform passed a run-in test with a known-good test battery until discharged without any fault or error. During further inspection, a load cell characterization test was performed and verified that both cell modules were functioning within the specification. Zoll is awaiting the customer's approval for the completion of service repair. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaints were reported for the autopulse platform with serial number 41414.

Event description:
The customer reported that the autopulse platform (sn (B)(6)) displayed fault code 41 (patient temperature sensor failure). It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.

Manufacturer narrative:
UDI related data quality updates only.